Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However it was unable to prime during prime test due to slightly loose drive support disk. Device received with minor scratched lcd window.

Event description:
Customer reported that the insulin pump alarmed motor error during basal rate delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 137 mg/dl. Nothing further reported.